Event description:
The following information was provided: the customer reported that: "we have received a medical device vigilance report from our orthopedics department. The details of this report are provided below: abg ii stem broken on the patient. Significant metallosis, functional impotence, pain, revision.

Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metallosis is considered to be under the scope of this recall. No further investigation is required.